Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 486, 439, 231, 264, and 321 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter stated he was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.